Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the information provided to co by the physician's office, the device was removed due to "infection". As reported to co, the entire device was removed and not replaced. 4/11/97-upon receipt of the physician/surgeons operative report, he stated,..."postoperative diagnosis: infected penile prosthesis. Indications: one day prior to the surgical revision, the patient started to experience severe pain which worsened. When he presented in the emergency room on the evening of surgery, the pain was excruciating with a very swollen and red penis. Upon examination, I found out there was infection but no drainage yet, but an erythematous and edematous penis. He was taken to the operating room for removal of the prosthesis. Procedure: the corporotomy area was identified and the suture was removed and the infected prosthesis on the right side was taken out. On the left side, it was also taken out but there was no infection. The corporal space was thoroughly irrigated with normal saline. The corporotomies were closed".